Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 33mm masters series coated aortic valved graft was chosen for implant. The physician observed several small yellow spots on the conduit portion of the valve during implantation. The physician expressed concern regarding whether the appearance of these spots was normal. The valve was implanted without issue. There have been no reported patient consequences.

Manufacturer narrative:
An event of small yellow spots on the conduit portion of the valve during implant procedure was noted and reported. Information from the field indicated that the valve was implanted without issue, with no reported patient consequences. A field image shows yellow dots inside the conduit. The valve graft was returned to abbott and the investigation found blood stains throughout the valve, which was consistent with procedural circumstances. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Inspections for stains, foreign material, and processing or shipping related defects were performed during the conduit manufacturing process. If the beads exceed the height of the conduit crimp, the beads are removed using tape. The identification of the yellow beads cannot be confirmed as it was not observed on the returned device. The collagen-based slurry containing glycerol is naturally absorbed by the body through enzymatic breakdown, typically within about 4 to 8 weeks. An increase in humidity may enhance glycerol mobility and cause migration that may be the yellow beads reported. A review of complaint records indicates that there have been no reported cases of stroke associated with embolization of yellow beads leading to cerebral vascular obstruction or clot propagation. There is no indication that the reported complaint (foreign material due to contamination/decontamination problem) is related to manufacturing, design or labeling of the master¿s series valve or conduit used in its manufacture.